Event description:
It was reported that the md inserted the sheath and the iab was prepped per instruction. The iab was immediately handed to the md to insert through the sheath; however, the iab only advanced into the sheath 90% of the way. The md could not advance the iab any further and as a result, the iab with the sheath were removed as one unit. Another iab was opened and used, this time with a 9fr sheath. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.